Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) all manifold test failure.

Manufacturer narrative:
This report is being cancelled as it was opened in error. Report is related to a routine maintenance. Revert all sections to blank : b. Adverse event or product problem suspect medical device. Initial reporter. All manufacturers. Device manufacturers only.

Event description:
This report is being cancelled as it was opened in error. Report is related to a routine maintenance.